Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
It was reported that during the implant procedure when the leads were connected to this pacemaker no pacing therapy was delivered. The physician attempted to interrogate the device with a programmer, however, they were unable to interrogate the device. The pacemaker was removed and replaced, which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The cause of the no telemetry condition was a depleted battery. The battery was depleted by a high current drain. The high current drain was caused by a piece of solder bridging the positive end of c4 and the negative end of c13. The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
It was reported that during the implant procedure when the leads were connected to this pacemaker no pacing therapy was delivered. The physician attempted to interrogate the device with a programmer, however, they were unable to interrogate the device. The pacemaker was removed and replaced, which resolved the issue. No adverse patient effects were reported the device was received for analysis.